Event description:
Customer reported multiple failed battery test alarms, even after trying several new batteries. Customer's blood glucose is 40 mg/dl. She stated she has lows because she is a brittle diabetic. She is on the list to get a new pancreas. Customer declined troubleshooting for low blood glucose. The battery cap and battery compartment are not damaged or corroded. Customer removed the battery for ten minutes and cleaned the contacts. She inserted a fresh battery and the device did not alarm failed battery test. Customer also stated she received a no delivery alarm about a week ago. Troubleshooting could not be done because the issue was resolved with a complete set change. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).